Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, reported symptom of "fails testing for flow rate accuracy for the high rates. Infusing for 800 ml/hr for one hour, measuring at 15 minute intervals, should be 200 ml. Getting 170 ml." Was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60 min run time. The delivered amount was 40.260 and the error percentage was at 0.65 %. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow testing for flow rate accuracy for high rates. It was programmed to infuse 800 ml/hour for one hour measuring at 15 minute intervals which should be 200 ml, but infused only 170 ml. This occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.